Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a procedure. It was reported that the lead was implanted and explanted intra-operatively. The doctor found that the insulation was broken when he tried to implant the lead. The curved stylet was inserted into the lead prior to implantation. A new lead was opened and implanted successfully. The issue was resolved at the time of this report. The patient status at the time of the report was alive no injury.

Manufacturer narrative:
Other applicable components are: product ID: neu_stylet_acc, lot# unknown, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the tined lead ((B)(4)) found that the distal end of the stimulation lead was stretched and bent at electrode #0. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.